Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had migrated and also had high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted but unable to be replaced due to scar tissue. Postoperatively, the patient has effective therapy with one lead.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.